Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not received low battery alert prior to the replace battery alert. The customer¿s blood glucose level was in the range of 200 mg/dl. The customer also stated that this was 2nd occurrence of did not receiving a low battery alert prior to the replace battery alert. The customer was assisted with troubleshooting and reported that battery cap was not loosed, cracked or damaged of the insulin pump. The customer was advised that the insulin pump will need to be replaced and may continue to wear insulin pump until replacement arrive. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, and active current measurement tests. No unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing.